Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. There was a pericardial effusion. The pericardial effusion was confirmed during an ultrasound and the patient's blood pressure dropped. There was fluid noted in the pericardial sac and then they tamponed (tapped). The reporter thinks there was a steam pop. The physician did not notice anything. The reporter states there was nothing noticeable on the smartablate generator like impedance rise. A pericardiocentesis was done and the blood was transfused back to the patient via the sheath in the groin access. Most of the blood was transfused back to the patient with very minimal blood loss. The patient was not hemodynamically stable, and they were being transferred to the operating room for surgical repair. The reporter states the physician usually hears or sees the steam pop but this time they did not hear or see anything. They were using 35 - 50 watts for ablation. They are unsure what the last lesion was being ablated at, they think it was at 40 watts. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is unknown. Intervention was provided was a pericardiocentesis and surgical repair. Patient was reported as improved. The patient required extended hospitalization because of the adverse event as it was reported that the patient was still in the hospital. A transseptal puncture was performed with an unknown product. Prior to noting the cardiac tamponade, ablation was performed. It is unclear if there was a steam pop. The event occurred during ablation phase. The correct catheter settings were selected on the generator. The pump was working normally. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector, visitag, the visitag module was used and the parameters for stability used: surpoint settings 3mm,3sec,fot3, tag size 3. Tag index was used. No additional filter used with the visitag. The impedance cut-off value was not exceeded. Remote was used to stop the ablation. Did not have impedance issues. Power control. Impedance settings max cut-off 250ohms, spike off, min 50ohms. Irrigation control high flow 8-15ml, low flow 2ml, prerftime 2s, postrf 5s, low fluid 100ml.